Event description:
Pt reported obtaining back-to-back blood glucose results of 213 mg/dl, 178 mg/dl, 531 mg/dl and 371 mg/dl on the advantage sys. Pt indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage sys. Tech support requested the return of the suspect prod and replacement prod was shipped.